Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had been resting, when he started to notice shortness of breath. The vad coordinator tried venting three times, with no success. The stroke volume limiter (svl) was changed out with back-up and the problem was resolved. The hospital is sending in the device to the manufacturer for analysis. The patient remains stable and on lvad support on the replacement svl.